Event description:
Had an essure process done at (B)(6) hospital in (B)(6). After the process it was over I had 6 weeks to recover at home I found myself gaining rapid weight at about 10 pounds every 2 months. My periods started to become more heavy and made me weak from a lot of blood loss. I kept asking doctors if it was from the essure and they try to tell me it was normal. Then after a year I started to get lower back pains which it would keep me from working every month right before my periods. I would go back to my doctors and they would tell me again that this was normal. I only had 1 check with the ink to see if my tubes had scarred up. I had a check up 2 months after the essure was placed in me. I never got any follow ups. I kept gaining weight. The doctors again said it was not essure and that it was caused by not eating right and exercise more. I was down eating only 1100 calories a day and working out every day 7 days a week with only seeing massive weight gain and no loss in the weight. I have now lived with this pain with every month heavy periods, back pain, weight gain of over 150 lbs more to my body over 16 years. I have gone to all doctors and they said that now it could be the essure and the only way to know is to have a total hysterectomy. Any insurance will not cover the essure removal because they said it is a voluntary removal. The only way it would be covered if there was something life threatening. The doctors say because all my blood work comes back great that they can not get the insurance to get it to be removed. I have lived with this pain for over 16 years. No one did a research to see if this was going to have long life issues; 16 years later I am living with monthly pain and period which leave me bed ridden. With the essure I was also told if I wanted to have children later after having it done that I could get it removed like an iud. Now I know that is not what would happen. I would have to have a life changing surgery to get my health and body back. I would also have to come out of pocket. This unexpectable.